Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer stated the seat that invacare replaced has cracked.